Event description:
The swan-ganz catheter would not allow advancement of an .021 wire, requiring a smaller wire (.014) to be used. The 0.21 size wire is the appropriate size wire to be used with this catheter. There was no patient injury. ======================manufacturer response for swan ganz catheter, swan ganz catheter (per site reporter).======================this lot number was included in a 5/10/2012 recall notice sent via letter from edwards lifesciences.